Manufacturer narrative:
A getinge field service engineer (fse) was sent to investigate. The fse was unable to reproduce the reported failure. The iabp passed all functional tests and was returned to the customer for use.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit has autofill issues. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.